Event description:
Customer reported a hospitalization for a blood glucose as high as 440 mg/dl. Customer was not sure of the events leading to the hospitalization but stated that he felt the blood glucose was high and attempted to treat. He was not in an accident. Customer was wearing the insulin pump at the time of the event. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.